Event description:
It was reported that the the pump showed remove and reattach cassette, in the beginning of the test. There was no patient involvement and no patient harm. (B)(4).

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for evaluation for the complaint that the pump showed remove and reattach cassette, in the beginning of the test. The review of event log found that the high alarm displayed "cassette not attached properly". There was no 12-month service history during the review. The visual and functional testing was performed. The reported problem was confirmed. The probable cause of the reported problem contamination/dirt found at dso sensor area. All functional test of the device passed after repaired.